Manufacturer narrative:
Patient identifier and weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that all systems were found to function as expected. The system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was unable to register the patient. After 4 attempts the surgeon opted to abort navigation. There was no impact to the patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: previous supplemental report was submitted with an incorrect aware date. The new information obtained, surgeon name, was provided via telephone call on (B)(6) 2019. The aware date of this new information has been updated to reflect this. If information is provided in the future, a supplemental report will be issued.